Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location and was contained within sealed overpouch. The issue occurred prior to administration. The device was filled with 6000mg cefepime in 0.9% sodium chloride having a total volume of 240ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6 and h11 h4: device manufacture date: the device was manufactured between 12/19/2024 and 12/20/2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample shows fluid inside the bag that contains the device which suggests a leak may have occurred. Additionally, the flow restrictor was observed detached from the tubing line at the solvent-bonded junction of the tubing line. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause of the event was due to extra solvent present at the end of broken tubing and internal sites which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. This is based on past investigations of similar leak reports. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.